Manufacturer narrative:
The external visual inspection revealed a tear in the magnet pocket prior to receipt. This is believed to have occurred during a magnet removal surgery that occurred on (B)(6) 2017. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. The reported complaint of shocking sensations and loss of sound could not be verified during this analysis. This device passed all of the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient was reportedly experiencing non-auditory sensations followed by loss of sound. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted.